Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they had high blood glucose value between 200 mg/dl and 400 mg/dl. Customer also reported low blood glucose. Insulin pump will not be returned for analysis.